Event description:
Surgeon stripped 2 lhs screw heads when he attempted to remove a liss plate from a patient that had been implanted at (B)(6) hospital ((B)(4)) several months before. Although, he tried to convince the patient that the implant would not cause any problems if left in she complained about constant pain on the medial side of her leg indicating that a screw or screws were possibly too long. He scheduled a re-operation at (B)(6) hospital ((B)(4)) to attempt to remove the stripped screws and plate. The screws were so tightly secured that 2 extraction conical bolts broke leaving the tips in the recess of 2 screws. The plate was not removed and several screws were left in to ensure stability of the plate. This is two of five reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.